Event description:
It was reported that the paient had an initial right partial knee arthroplasty. Subsequently, it was reported that the patient sustained a tibial periprosthetic fracture. No revision or intervention has been reported to date. No additional information on the reported event is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays received. Review of the available medical records identified tibial head fracture. Review of the available radiographs identified periprosthetic and depressed fracture in the medial tibial plateau, causing joint space narrowing of the medial compartment. Bone quality appears normal. Fit and alignment appear normal besides the single image demonstrating a periprosthetic fracture. No signs of loosening or radiolucency noted. No contributing factors detected. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42558000402, 29273645127, partial femur cemented size 4 right medial. 42528200508, 2324364123, partial articular surface right medial size e 8 mm thickness. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right partial knee arthroplasty. Subsequently, patient experienced tibial head fracture after ppk, attempts have been made and additional information on the reported event is unavailable at this time.